Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(6): it was reported that on (B)(6) 2025, a 23mm navitor valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was not performed due to the patient having a low mean aortic valve gradient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed once due to being deployed too high. A post-implant balloon aortic valvuloplasty was performed using a 20mm non-abbott device due to valve under expansion. At 80% deployment, the implanter did switch to left anterior oblique (lao) view and confirmed with stent parallax removed that the implant depth was at an acceptable level below annulus in that view. The final non-coronary cusp implant depth was 2.47mm. There was calcium noted from the left coronary cusp to the left ventricular outflow tract. Post-procedure, it was noted via electrocardiogram that the patient developed an onset of bradycardia. The decision was made to place a temporary pacemaker. On (B)(6) 2025, it was noted via electrocardiogram that the patient developed a complete heart block. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. On (B)(6) 2025, a reduction in the patient hemoglobin value was noted, but there was no bleeding. The decision was made to transfuse the patient with red blood cells and monitor by lower limb doppler. The cause of under expansion of the 23mm navitor valve is attributed to constriction of the 23mm navitor valve being implanted within a surgical aortic valve in a valve-in-valve procedure. The cause of the patient's bradycardia is attributed to the patient's pre-procedural rhythm and position of the valve. The patient was discharged at the time of report.

Manufacturer narrative:
The device was not returned for analysis. An event of off-label use, valve underexpansion, device malposition, bradycardia, heart block, and anemia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion and device malposition appear to be related to the off-label use. The reported off-label use is related to the device being used for a valve-in-valve procedure. The reported bradycardia appears to be related to a combination of patient condition (abnormal pre-procedural rhythm) and procedural conditions (valve position). Causes for the heart block and anemia could not be conclusively determined. The reported unexpected medical interventions, hospitalization, and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. In this case, the device was selected for a valve-in-valve procedure. This case is included in a pre-market clinical study investigating the safety and efficacy of the navitor valve in a valve-in-valve procedure. Therefore, a letter will not be sent to address the deviation from the IFU.